Event description:
It was reported that before a low anterior resection procedure, it was found that the package was opened from the beginning. The device was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The package was returned having been opened. The tyvek lid was crumpled and displayed indications of excess handling. Plastic adhesive tape was on the edges of the lid. The tape was folded down over the edge and onto the inner surface of the tyvek. The tape was applied after the package was opened, as there was no evidence that the tape had been present when the package went through the sealing process. The package showed seal adhesive transfer from the tyvek onto the flange of the flexible blister indicating that the package had been completely sealed prior to being opened. It is unknown how the package was opened and then returned to inventory. The complaint event could not be verified. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.